Manufacturer narrative:
Results: there was no visible damage to the 3maxc. Conclusions: evaluation of the returned device revealed that the sep3d was fractured and stuck inside the 3maxc. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of the reported resistance could not be determined. In addition, the overall complaint summary do not align with the returned devices. Therefore, the root cause of the sep3d getting stuck inside the initial 3maxc could not be determined. Penumbra sep3d are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). It was noted that the patient had a tortuous anatomy. During the procedure, while attempting to advance a penumbra system separator 3d (sep3d) through a 3max, the physician experienced resistance and subsequently, the sep3d became stuck midway through the 3max. Therefore, the physician removed the 3max and the procedure was completed using a new 3max and the same sep3d. There was no report of an adverse effect to the patient.